Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the pump has a black screen, however, it still vibrates. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: a review of he pump's history showed pump alarms consistent with sleep alarms that caused the screen to be blank. The pump was powered on with a blank display; however, audio tones and vibration alarms were functioning. Unrelated to the complaint, the audio bolus button was found to be missing and evidence of corrosion was found on the button contact. The pump failed a leak test due to the missing audio bolus button cover. The pump case was removed and corrosion was observed on components on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.